Event description:
It was reported that suddenly, the pt was no longer able to hear with his device. Testing revealed high impedance on all electrodes. The pt didn't mention any accident. He was reimplanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.